Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: dia type 2 patient who injects victoza and insulin. Last night the needle broke when in tissue and got stuck there. Uses new needle every time. Does not know if he has broken sample left, will check bin when he comes home and send if so. Will also send 5 unused samples as reference. Will then also check lot no. Is currently at hospital for exray and will share result after that.

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin pen needle broke during use. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: dia type 2 patient who injects victoza and insulin. Last night the needle broke when in tissue and got stuck there. Uses new needle every time. Does not know if he has broken sample left, will check bin when he comes home and send if so. Will also send 5 unused samples as reference. Will then also check lot no. Is currently at hospital for xray and will share result after that.